Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 24 mmol/l at the time of incident. The customer¿s current blood glucose value was 11 mmol/l. The customer did not provide any information about symptoms due to high blood glucose. Customer stated that the insulin pump came out of auto mode. Trouble shooting was performed. No further complications were reported. Customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.